Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose. Blood glucose reading at the time of incident was 400 md/dl and at the time of call was 220 mg/dl. Customer treated high blood glucose with pen. Customer stated that they received insulin flow blocked alarm during bolus after changing infusion set. Customer also reported that blood glucose was between 300 mg/dl to 450 mg/dl from past few days. The user alleged the insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.